Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an x-ray that showed that the atrial lead was dislodged. The atrial lead was sensing in the ventricle, which was attributed to the dislodgement of the lead rather than a sensing malfunction. The lead was revised on (B)(6) 2020 and the patient was in stable condition.